Manufacturer narrative:
(B)(4). Date sent: 1/9/2018. Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a altemeier's procedure, the device was used once and was fine. The second time it was used the surgeons noticed that the white plastic from one of the two plates had come away and was hanging on. The equipment was removed and saved. It is not known how the procedure was completed. There were no adverse patient consequences reported.